Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected, troponin I es (tropi es) result was obtained from a single patient sample when tested using vitros tropi es lot 4690 on a vitros xt7600 integrated system. Patient sample 1 result of 0.239 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropi es result was not reported from the laboratory. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, troponin I es (tropi es) result was obtained from a single patient sample when tested using vitros tropi es lot 4690 on a vitros xt7600 integrated system. A definitive cause of the event was not established. A vitros tropi es lot 4690 reagent issue is an unlikely contributor to the event, as historical qc results indicate acceptable vitros tropi es lot 4690 reagent performance and ongoing tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropi es lot 4690. An instrument issue cannot be ruled out as a contributor to the event as no diagnostic precision testing was conducted when requested to verify the performance of the vitrso xt7600 integrated system. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was not determined whether the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed. Email address for contact office in above is (B)(6).